Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory reaction, swelling, and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammatory reaction, swelling, and heat as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported after injection to the mid and lateral cheeks with juvederm voluma patient developed a "delayed inflammatory reaction" to the bilateral injection sites involving "swelling and heat" in their face. Patient was prescribed antibiotics and antihistamine for four weeks, and then the filler was dissolved with "ha". Symptoms are ongoing.